Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 148 mg/dl. The customer also observed ramping numbers during a bolus attempt. No significant events leading to the keypad issues were observed. She stated that the act button was worn down. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.